Event description:
Based on information obtained, the ipg was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient experienced a fall which resulted in an unrelated surgical procedure. Surgery mode was not enable prior to the procedure. Field representative met with the patient confirmed the device was inoperable. Subsequently, the patient may undergo surgical intervention.